Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015 - revised device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a visual inspection of the pump showed no evidence of moisture in the battery compartment or display lens. The battery compartment, pump case, and cartridge compartment were observed to be intact with no damage. The audio bolus button cover was torn/punctured; the button responded properly during testing. The pump failed a leak test at the bolus button. The pump cover was opened and moisture corrosion was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found in the pump after a bath. No physical damages were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.